Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code "malf 0," which was resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and was advised to continue using it. The customer was instructed to call back if the issue recurred, and they acknowledged the guidance provided.